Manufacturer narrative:
Follow-up #1; date of submission: 08/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/24/2015 with the following findings: the reported issue could not be adequately investigated due to a blank display issue; no conclusions could be determined in regards to the reported power issue. Several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was observed to be intact. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The pump cover was removed, and evidence of moisture ingress was found on internal components; this device failure caused the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display image upon attempted use. In addition, it was reported that the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.